Manufacturer narrative:
Product ID 8709sc, serial# unknown, implanted: 2009 (B)(6), explanted: 2014 (B)(6); product type catheter product ID 8596sc, serial# unknown,: explanted: 2014 (B)(6); product type catheter. (B)(4). Analysis of the 8709sc noted that an incompleted catheter was returned and returned in segments. However, the returned portion had acceptable testing. Analysis of the 8596sc noted the sutureless connector had a non-significant indent in the seal which did not affect infusion.

Event description:
Additional information received reported the patient was doing well. The patient was last seen in the clinic on 2014-(B)(6) and the infusion rate was increased to 270 micrograms per day at that time. It was reported that prior to or at the time of surgery there were no occlusions or breaks found. The spinal segment of the existing catheter was in the intrathecal space at the time the revision was done.

Event description:
It was reported that the patient started losing effective therapy, less than 50% therapy relief, and therefore, a rotor study and attempted catheter dye study were performed on (B)(6) 2014. The rotor study was within normal limits. However, the clinician was unable to withdraw cerebral spinal fluid (csf) from the catheter access port so the dye study was aborted. Further, when the neurosurgeon disconnected the existing catheter from pump no retrograde flow csf was obtained even with aspiration with blunt needle attached to a syringe. The decision was made to explant the existing catheter and replace with an 8711 catheter. Visually, the catheters which were explanted appeared to be the distal segment of an 8709sc and an 8596sc. It was reported as unknown if the issue was resolved or the cause determined. At the time of the event, the patient's status was reported as alive-no injury. This device system delivered gablofen. The pump was restarted at the previous infusion rate by the neurosurgeon per managing clinician after the newly implanted catheter volume was primed. The patient was admitted into hospital for a 23 hour outpatient observation. Additional information has been requested, but was not available as of the date of this report.